Event description:
The pt reported she had begun to feel heating at the ipg pocket within the last five weeks. The pt reported she had reduced her charging time to relieve the heating, but was using the antenna directly on the skin. The sjm representative advised the pt of the charging instructions. It was reported the pt would try the guidelines to attempt to resolve the issue. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.